Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead dislodged at an unknown date. An x-ray taken showed the lead located in the superior vena cava. It was decided to turn the lv lead off and revise it at a future date. There were no adverse patient effects reported.